Event description:
It was reported that during set up it was discovered that the accuracy of the device is not correct. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Log files not available for analysis.

Event description:
It was reported that during set up it was discovered that the accuracy of the device is not correct. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.